Event description:
It was reported that during an acdf (anterior cervical decompression and fixation) procedure, while using one of the tabs on the counter, the torque snapped off. The surgeon selected another one of the same torque type from the back-up set and found that two of the tabs were already broken off from the back-up torques. The breakage had occurred sometime prior to this particular procedure. A third torque was used without further incident and the procedure was completed with no adverse event to the patient. This report is 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received for evaluation and it was noted that the tabs on the bit were broken off. The complaint product met dimensional specifications and the material and hardness were confirmed to be within specifications. The bit was damaged. The tabs were broken off and the dimensions could not be measured. The instrument conformed to dimensional specifications at the time of manufacturing and passed synthes incoming inspection. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation conducted by synthes, this complaint is deemed indeterminate from a manufacturing position. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)